Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and adapter. Reportedly, the customer was able to charge the pump with an alternate cable and wall adapter. Customer¿s blood glucose value was 113 mg/dl.